Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. Upon further investigation, the scan had artifact that was causing the system to not accurately find the fiducial placement. The rep was able to build a correct 3d model without artifact and accurately find the fiducials.

Event description:
A medtronic representative reported that the touch-n-go registration failed 3 times and the surgeon discontinued the surgery to reschedule and get another scan done. No patient harm was reported.